Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported required intervention for hypoglycemia and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached as high as 400 mg/dl and decreased to 40 mg/dl while wearing a pod for longer than 48 hours. The patient reports they had lost consciousness and had a seizure. The patients husband administered baqsimi nasal spray to the patient prior to calling the paramedics. Upon arrival of the paramedics they were unable to pause the patients insulin. The patient was given orange juice and food with peanut butter. The patients blood glucose level was 100 mg/dl after treatment from the paramedics. The patient was with the paramedics hospital for a couple of hours. The patient did not go to the hospital.